Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was complaining of shortness of breath. The day after the implant of the diagnostic monitor, there were false asystole episodes due to the monitor's temporary loss of contact with the tissue. The device remains in use. No patient complications have been reported as a result of this event.